Event description:
Rn reported to the communication ctr that she treated a staff member to the face and the staff was burned superficially. This was the staff member's 5th ipl treatment to the face and the treatment was performed at a lower flluence. Later the rn clarified that the individual was not burned, but had increased purpura and edema. Silvadene was applied (med intervention). As of 2006 the staff member was still slightly swollen and pink. Update in 2006 the staff member was completely healed without any long term consequences.